Event description:
It was reported that a pta balloon ruptured and detached when being used in the brachial cephalic vein. Reportedly, the balloon was inflated 3-4 times prior to rupturing at approximately 14 atm. Upon rupture, approximately 1/4" of the distal end of the balloon detached. The detached portion of the balloon was successfully retrieved using a snare and forceps. There was no report of patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.